Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer was reported via phone call hospitalized due to high blood glucose. The customer's blood glucose was 452 mg/dl and went up to 543 mg/dl at the time of incident. The insulin pump was stated received multiple no delivery alarms and a motor error alarm. The insulin pump was stated received a no delivery alarm during bolus. The drive support was stated appeared normal. The insulin pump was stated not exposed to high magnetic field. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.